Event description:
The home patient (hp) called corporate product surveillance (cps), on (B)(6)-2011, to report one cassette on which the perforation on the overpouch was already ripped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This report of a packaging related defects was not confirmed and the cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.